Event description:
The article aimed to assess the incidence and predictors of carotid artery xact stent fractures (sf) and their impact on in-stent restenosis (isr) during long-term follow-up. A cohort of 108 patients who underwent xact stent placement for internal carotid artery stenosis between january 2013 and december 2021 and were diagnosed with sfs through fluoroscopy in 2022 were included. Follow-up examinations were conducted at intervals of 1, 6, and 12 months following the endovascular procedure, followed by annual assessments thereafter. The following was noted: stent fracture without deformity, stent fracture with stent deformity, complete stent separation, and in-stent restenosis. The article concluded sf was found associated with calcification and stent length as these factors increased the occurrence of sf. Additionally, isr was found associated with sf however none of the parameters analyzed in our study was found as independent predictor. Details are listed in the attached article, titled ¿investigating the frequency of stent fracture and its impact on in-stent restenosis in patients undergoing carotid artery stenting.¿ no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The investigation determined a conclusive cause for the reported material deformation, material separation and break cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional patient effects reported in the article are captured under separate medwatch report. D6a: the date of procedure/implant will be estimated as (B)(6) 2013 as this is the date wherein patients consented to study participation between january 2013 to december 2021. D4: the UDI number is not known as the part and lot number were not provided.